Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump; they provided instructions for storing and returning the damaged pump, confirmed shipping details, and informed the caller that the new pump would have updated software. The customer, who agreed to return the damaged pump within 10 days, was instructed on reprogramming the replacement pump and connecting their cgm to it, and acknowledged each of these steps.